Manufacturer narrative:
The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported continuous signal loss. The reported issue was investigated and attempted to replicate using similar configuration of samsung galaxy s20 fe 5g (android 13, 2.10.1.10406) and the reported issue was unable to be replicated and the system functioned as intended. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with samsung phone with android operating system version 13, app version 2.10.1.10406. The low and high glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced dizziness and a loss of consciousness. Customer was provided sugar and juice as treatment by a non-healthcare provider. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the adc device in use with samsung phone with android operating system version 13. The low and high glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced dizziness and a loss of consciousness. Customer was provided sugar and juice as treatment by a non-healthcare provider. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.